Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the delta xtend locking metaglene screw broke during final locking stage (4.5 lg by 36 mm). When the screw was about to be locked into the metaglene the locking ring that expanded made a snapping sound then the locking ring and locking cap were able to be removed from the surgical site. The rest of the screw was successfully removed and was able to insert a new one in the exact same spot (inferior portion of the metaglene or ¿6 o¿clock¿). There was a surgical delay of about 5-10 minutes.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was returned for investigation. Visual examination of the returned device confirmed the reported allegation, the dxtend screw lock can be seen broken from 3 of the locking head tabs. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: in order to determine if a lot related issue was possible, a worldwide complaint database search and nc search was performed. A worldwide complaint database and nc search found no additional related reports or information against the provided product code/lot code combination.

Event description:
Additional information received: a. Was there any adverse event or patient harm involved in this event? The patient was not harmed. The broken screw was removed. And we successfully implanted a replacement of the same size in the same spot. B. Reason for implant insertion? After pre-drilling with the 2.5 drill bit, we measured the space using the depth gauge. Which determine, a 36 screw was the proper fit. C. Date of revision? No revision surgery has occurred. D. Operative side, * right shoulder with delta extend reverse shoulder implants.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.